Manufacturer narrative:
H6: c19 - the reported primary device failure mode, related to separation of the distal shaft from the delivery system after deployment, was confirmed through evaluation of the returned device and video. The distal shaft exhibits material evidence of bonding with the transition, and elevated force during withdrawal was not reported, so the cause for the distal shaft separation could not be established with the available information.

Event description:
The following was reported to gore: on (B)(6) 2023, a patient was implanted with 7mm x 15cm gore® viabahn endoprosthesis with heparin bioactive surface (viabahn device) to treat common iliac artery aneurysm. The viabahn device was advanced to target lesion. After the physician deployed the viabahn device, the distal tip was detached, and couldn't be removed out. The endoprosthesis was expanded successfully. An open surgery was performed to cut of delivery system and retrieved them out. The patient recovered well and discharged from hospital. It was reported that physician was not sure about the detail and reason of the detachment of distal shaft. Broken catheter was around 18cm.

Manufacturer narrative:
C19-a review of the manufacturing records indicated the device met pre-release specifications. Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.